Manufacturer narrative:
Investigation is ongoing. Specific device information is unknown. H3 other text : not yet returned.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position. During the procedure, there was difficulty removing the 14fr esheath at the end of the procedure. Upon removal of the sheath, the team noticed a tear in the distal tip of the sheath. There were no patient complications noted.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: liner fully expanded as designed, the distal tip is torn radially along the distal edge of the liner and axially with hdpe material stretched along both tears, all score lines are present on the distal tip; soft tip damage, and a kink along the sheath shaft approximately 5" from distal tip. Due to the nature of the complaint, no applicable functional or dimensional testing was performed. The complaint was confirmed through visual examination. Imagery was provided and the following was observed: distal tip appears torn radially and a kink on the sheath shaft. 3mensio report revealed: calcification present in the access vessels and near the aortic bifurcation and tortuosity in patient's access vessels. The complaints for "difficulty removing sheath" and "sheath distal tip torn" were confirmed through evaluation of the returned device and imagery. However, no manufacturing nonconformance was identified during evaluation. A DHR and lot history were unable to be performed as no lot information was provided. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, "during the procedure, there was difficulty removing the 14fr esheath at the end of the procedure. Upon removal of the sheath, the team noticed a tear in the distal tip of the sheath." Sheath distal tip torn: per evaluation of the returned device and imagery, the sheath distal tip was observed to be torn radially and axially. This failure mode is characteristic of sheath tip tear events. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced distal tip tear. Difficulty removing sheath: once the distal tip tore, it likely caused resistance during sheath removal at the puncture site, causing the difficulty in withdrawing. Additionally, patient had calcified and tortuous access vessels. Evaluation of the returned device showed a kink in the sheath shaft, indicating interaction with tortuous patient anatomy. It is possible that the sheath removal was further complicated by torn tip catching on the calcium and/or tortuosity, contributing to suboptimal withdrawal angles. As such, available information suggests that procedural factors (distal tip tear) and/or patient factors (calcification, tortuosity) may have contributed to the withdrawal difficulty. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. Imagery provided from the site was evaluated and the following was observed: the distal tip appears torn radially and there is a kink on the sheath shaft. 3mensio provided from the site was evaluated and the following was observed: calcification was present in the access vessels and near the aortic bifurcation as well as tortuosity in the patient's access vessels. The complaint for "sheath distal tip torn" was confirmed through the imagery provided. However, no manufacturing nonconformance was identified during evaluation. A DHR and lot history were unable to be performed as no lot information was returned. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, "during the procedure, there was difficulty removing the 14fr esheath at the end of the procedure. Upon removal of the sheath, the team noticed a tear in the distal tip of the sheath." "Sheath distal tip torn" per evaluation of the provided imagery, the sheath distal tip was observed to be torn radially. This failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced distal tip tear. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.